Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had random insulin flow blocked alarms. The user also stated that the clock is fast and the pump makes a louder noise when rewinding and squirts insulin when priming. Blood glucose level at the time of the incident was unknown. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test and displacement accuracy test. No unexpected occlusions, rewind, time/clock or battery last less than expected alarm during testing noted. (B)(4).